Event description:
The large needle driver instrument was returned to isi with problem stated as unk. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a tooth on the internal roll pulley tube hitting a grip cable, as the roll axis rotates, causing a clicking sound at the back end of the instrument. Roll axis motion is not affected by this. Engineering also observed the distal end of the main tube has an arced shaped deep scratch located .650 inches above the proximal clevis, with material removed. The orientation of the scratch is perpendicular to the tube axis, suggesting the scratch may be due to an instrument collision. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.